Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6 component codes: mechanical (g04) - head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, but neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review and recall search cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported the patient underwent a hip revision approximately 10 months post implantation due to dislocation. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2023 -00504. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.